Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0pc4h, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the settings that the patient left the hospital on became very uncomfortable and the patient could barely walk or sit. When they would lean or reach for something it was uncomfortable. This came on gradually, but then the patient stated that actually in 1 way it came on suddenly because when they went to get into their spouse¿s car, it was like ¿oh I can¿t sit down.¿ the patient shut it off that night when they got home. The patient notified their manufacturer representative of the issues 2 days after implant. Over the phone they walked the patient though changing some of the settings to address the discomfort. They got it up and running.